Event description:
It was reported that the patient was having trouble charging because of tilted ipg at pocket site. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned. Additional information was received that the ipg was not replaced.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having trouble charging because of tilted ipg at pocket site. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned.